Manufacturer narrative:
The investigation for the ischemia, cardiac arrest, renal failure has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
A 69-year-old male was admitted after a cardiac arrest. In an interval, a percutaneous coronary intervention was attempted but the patient arrested again and an impella cp was inserted to the right femoral artery. The patient suffered several episodes of cardiac arrest during the procedure requiring resuscitation and was consequently evaluated for right ventricular failure. An impella rp was placed in the right femoral vein. Coronary artery bypass grafting was carried out the next day. Following two days of support, the right leg showed intermittent signs of ischemia. A bedside percutaneous bypass and fasciotomy of the right leg was performed. The patient developed renal failure requiring continuous renal replacement therapy. Due to the poor prognosis, care was withdrawn and the patient expired after five days of support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.